Event description:
The customer reported that upon powering their device on, the display was blank and the device would not respond to any button presses. The device appears to have been locked up. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly in the failure analysis center. The cause of the reported failure was determined to be due to a thermally sensitive crystal, designator y1 from the single board computer assembly, which is located on the system pcb assembly.